Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occurred. Vascular access was obtained with contralateral approach. The 100% stenosed target lesion was an area of in-stent restenosis located in the moderately tortouos and severely calcified superficial femoral artery. A 6.0mm x 150mm x1 50cm (4f) sterling balloon catheter was advanced for dilation. However, during the inflation, the balloon ruptured. The procedure was completed with a non bsc device. No patient serious injury nor complication were reported.